Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid [50.0 mg/ml] at a dose of 13.989 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2016 that the ¿pump died a year early¿ and that the patient started to go through withdrawal on (B)(6) 2016. The patient was seen at the clinic on (B)(6) 2016 and it was shown that her pump stalled on (B)(6) 2016. It was asked if this was common and reviewed that it was unknown what caused it. It was indicated that the pump was turned ¿off-off¿ on (B)(6) 2016. It was noted that the pump never went empty but ¿it came close;¿ refer to manufacturer report 3004209178-2016-10430 for event pertaining to missed refill and low reservoir. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.